Manufacturer narrative:
The evaluation of the returned device confirmed the report of suspected pump thrombosis. Soft, non-laminated, tissue-like depositions were present extending through the inflow conduit (inlet tube, graft, and inlet elbow) and outflow graft. The inlet stator and outlet stator were occluded with depositions of clotted blood mixed with grainy, denatured blood. Examination of the rotor body, distal end of the blood tube, and proximal end of the outlet stator revealed depositions of hard denatured blood. Contact marks were present on the outlet portion of the rotor and outlet bearing cup, indicating that the depositions were present while the pump was operating. These depositions appeared consistent with a low flow condition or event; however, a specific cause for the low flow state could not be conclusively determined. Additionally, ring shaped thrombus formations were present surrounding the inlet bearing ball and inlet bearing cup. The thrombi appeared similar in size and structure, indicating that they likely developed as one formation and broke apart upon disassembly. The thrombi were denatured and appeared to have formed in laminated layers, indicating that they likely developed on the bearings over an undetermined amount of time while the pump was operating. The evaluation of the submitted system controller log files showed elevated pump power, decreased average pulsatility index, and some intermittent low speed and pump stoppage events. The observed depositions would have potentially caused increased drag on the rotor, resulting in the elevated pump power and could also potentially result in a pump stop. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the device and the observed thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 2 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2015 it was reported that "a pump stop was noted over the weekend as well as multiple low speed advisory/pump stop alarms at 8:51pm last evening." The patient was in the hospital with "active pump thrombosis vs. Mechanical pump issues" and a system controller log file was provided to the manufacturer's technical services representative. Review of the log file noted parameters including elevated pump powers with a trajectory that may be consistent with thrombus. The pump stoppage occurred due to a high current event and was short in duration. On (B)(6) 2015 it was reported that low flow alarms occurred; no additional pump stop alarms were noted. The patient was on dobutamine and vasopressin infusions. On (B)(6) 2015 the decision was made by the medical team to proceed with a pump exchange. A pre-operative chest x-ray showed the pump's inflow cannula in the appropriate position; however, the pump body was not perpendicular to the spine, and the outflow end of the pump was angled 20+ degrees upward towards the patient's right shoulder. A pre-operative echocardiogram showed the aortic valve opening with every cardiac cycle and no visible flow entering the inflow cannula, which was pointing posteriorly towards the mitral valve. Upon removal of the pump, it was reported that thrombus was observed in the inflow cannula, throughout the pump body, and into the outflow graft. The pump, inflow cannula and outflow graft were all removed. A new aortic anastomosis was created for the outflow graft and the original aortic anastomosis site was closed. A new pump, inflow conduit and outflow graft were placed. The surgical procedure lasted approximately 9 hours. The new lvad was functioning as expected post-implant.